Event description:
It was reported that this right ventricular lead was capped and replaced due to an unknown reason, less than a year after it was first implanted. No additional adverse patient effects were reported.